Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 840 ventilator was in an "inoperative" condition and generated a safety valve open message. The patient was manually ventilated via ambu bag and placed on an alternate ventilator without injury.

Manufacturer narrative:
Correction to section d8. Additional information it was informed the device was repaired by third party service personnel. Failure confirmation, root cause, or relationship to the e vent could not be determined since no product was returned for evaluation or made available to medtronic. Further action was not required, as there is insufficient information about the failure and contributing cause. The complaint will be reopened if a sample or repair details are received. A review of the device history record identified that the device had no failures which were relevant to the failure reported by the customer. All finished product testing requirements were deemed acceptable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.